Event description:
This pt was enrolled on the (B)(4) trial, a mult-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) male who presented with an unruptured aneurysm on the pericallosal origin of the anterior cerebral artery. The aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2014, the pt was at home and his hand became numb. The pt was brought to the local ER for weakness and neglect of left upper limb plus facial drop. Investigation showed 2 new acute ischemic lesions in the right parietal region. Cta showed thrombosis of the mca at the distal of m1 segment. The pt was discharged on (B)(6) 2014 and was oriented to the rehabilitation center until (B)(6) 2014. The pt remains with sequelae. Stroke was reported as serious adverse event which resulted in permanent impairment of a body structure or a body function and required hospitalization.